Manufacturer narrative:
The ess visited the user facility to observe the user facility's reprocessing practices and to provide training. The ess observed some steps were not done correctly or out of order and addressed those issues. During the manual cleaning process, the ess observed the customer was not starting the brush sequence at the tip, suction was not performed between the two required brushes and one of the nurses did not know how to use the maj-1888 (single use brush) correctly and was not aware that the scope's elevator recess required brushing twice. The ess provided product information and the tjf reprocessing check list to address all of the reprocessing deviations. The scope was forwarded to an independent laboratory for microbial testing. The scope's air/water channel tested positive for the presence of micrococcus luteus and the instrument/suction channel tested positive for the presence of micrococcus yunnanensis and micrococcus lueteus. The scope has been eto gas sterilized and returned to olympus for evaluation. A visual inspection on the received condition and noted a black stain inside the middle section of the instrument channel when inspected with an olympus boroscope. A kink was noted inside the instrument channel at the distal bending section area. There was also scrape marks noted inside the instrument channel from the control body side. The suction channel was inspected; there were no signs of damage or foreign material or stains inside the channel. Additionally, the image was inspected and the image of the scope is normal. The scope did not pass leak test. The scope was purchased on december 28, 2015 and was last serviced on december 27, 2017.

Manufacturer narrative:
The scope was returned to olympus but the evaluation is in progress as the scope will be sent to an independent laboratory for further culture testing and be returned to olympus for a physical evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. A review of the reported scope's instrument history showed the scope was purchased on (B)(6) 2015 and was last repaired on december 27, 2017. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope cultured positive for gram positive cocci in clusters after it had been reprocessed in the automated endoscope reprocessor from medivator. There was no patient infection associated with this report.